Manufacturer narrative:
One cadd solis vip pump was returned for analysis. The customer stated problem was confirmed. According to the investigation the pump downstream occlusion sensor was out of specification and need to be recalibrated. Service recalibrated the pump dso sensor and the but passed all testing. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that upon opening, a smiths medical cadd solis vip pump exhibited three consecutive "occlusion" alarms and the medication could not pass. No clinical consequences were reported. No adverse effects were reported.